Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the zoom feature on the stretcher was not working all of the time. No patient involvement or adverse consequences are reported.